Manufacturer narrative:
Additional manufacturer narrative: regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article - edwards sapien 3 implanted in a failing aortic bioprosthesis: first report. Summary - edwards received information through written article that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seventeen (17) years due to severe central regurgitation and aortic stenosis (mean gradient = 60 mmhg). A 23mm transcatheter valve was implanted with transfemoral approach and there were no reported complications; the patient was noted as discharged with improved gradients.